Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture via ultrasound. The device remains implanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported rupture was reviewed on june 12, 2023. Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side rupture via ultrasound. Device has been explanted.